Event description:
Boston scientific crm received information that during a recent device implant procedure, this patient's blood pressure dropped and the patient went into complete heart block. A temporary ventricular lead was placed and cardiopulmonary resuscitation was performed. The patient went into pulseless electrical activity and then ventricular fibrillation. The decision was made to place a single chamber pulse generator and place the patient on bypass. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available this event will be updated as necessary.